Event description:
Event description cpi received information that this bipolar lead is exhibiting an increase in thresholds and impedance and therefore may be dislodged. The physician has elected to monitor the patient at this time.